Event description:
Critical care unit nurse went to connect monitor cable to the patient's system controller. She was unable to make connection. Upon inspection there was a bent pin in the controller port, as well as clearly damaged pin in the monitor cable port. Both parts were replaced. Email sent with high importance to staff regarding connection of these devices. Pins are easily damaged/bent if aligned incorrectly and too much force applied.